Manufacturer narrative:
The event date is approximate. Refers to the main device, the other relevant component includes: product ID: 8709 serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain. The patient reported in 2003 they had spinal meningitis. The patient thought it was because the clinic was dirty. No further information was provided.